Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Event description:
It was reported that the procedure was to treat a lesion in the left circumflex (lcx) with mild calcification. The 2.75x28mm xience xpedition stent delivery system (sds) was prepared (air aspiration) outside the anatomy prior to use. The balloon could not be fully inflated initially until about 5-6 times of inflation was done and the balloon was finally fully inflated at a pressure of 16-18 atmospheres (atms). The stent was successfully implanted and confirmed to be apposed to the vessel wall. However, the balloon had difficulty deflating and was withdrawn inflated. The physician deep throated the guide catheter a bit and tugged a little and the whole assembly was removed. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.